Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a "servicing required" alarm and stopped ventilation. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. Device testing was unable to replicate the reported issue. Review of the device logs confirmed the single occurrence of a "servicing required" alarm and ventilation stop. Based on previous investigations of similar complaints, it was determined that the alarm was due to a software issue. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident. (B)(4).